Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not available for evaluation.

Event description:
Revision t3-pelvis. The patient had a previous revision for broken rods in (B)(6) 2016. The patient has a history of rheumatoid arthritis. Revision (B)(6) 2017 patient has broken rods and a non union at t9. The planned operation was an anterior approach to address the non union and then turn the patient over to attend to the broken rods. Anterior operation completed and then the posterior operation. There is a very solid fusion from the previous surgery except at the non-union site. The existing rods were cut and the surgeon used connectors to add new rods and make a supportive strut construct. Xray available.